Manufacturer narrative:
The reported event was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause of the system error message is due to a malfunctioning processor board. Review of the archive data revealed multiple system error (132 - internal watchdog timeout) error messages that occurred on the event date. Functional testing of the platform during initial power up revealed a system error prompt on the display screen. It was indicated that a processor board replacement was required to resolve the system error message. Following replacement of the processor board, the platform was further tested and passed all functional testing criteria. The platform operated using a light resuscitation test fixture for 15 minutes with continuous compression without errors and met all required specifications. Additionally, visual inspection of the platform found bent battery lock, cracked front enclosure and a stiff spool shaft (sticky clutch plate). These observations are unrelated to the complaint. The battery lock and front enclosure were replaced and the clutch plate was deburred. The autopulse platform is a reusable device and was manufactured in 29 jan 2009. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The autopulse platform is a reusable device and was manufactured on 29 jan 2009.

Event description:
It was reported that during shift check, a system error / out of service error message was observed on the autopulse platform (sn (B)(4)) display screen on initial power up. No patient was involved. No further information was provided.